Event description:
An endurant ii stent graft system was implanted for the endovascular treatment an abdominal aortic aneurysm of unknown size. It was reported that a CT angiogram 6 months post the index procedure showed infolding of the proximal graft with a proximal type I endoleak also seen on an ultrasound scan. It was reported that the CT angiogram didn¿t show the endoleak or aneurysm sac expansion. As per the physician, the cause of the event was unknown. They questioned whether the flow divider of the main body graft had been stitched too high due to a fault with the graft and whether there was a manufacturing issue. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
Additional information received: it was reported that the physician inquired whether the stent graft may have been mislabeled, possibly a 36 mm device labelled as a 32 mm device. Film evaluation summary: infolding of the bifurcate was confirmed from the returned films. Although the exact cause could not be determined, it appears most likely that oversizing of the bifurcate within the thrombus-filled neck led to the radial infolding. Review of pre-implant CT¿s and 3d reconstruction images revealed that the proximal neck diameter ranged from 24 ¿ 27mm along the 30mm length neck, and that the neck contained irregular-shaped thrombus along its entire length which reduced the neck flow lumen diameter to 21 ¿ 22mm. Angiograms with 3d reconstruction imaging at implant revealed that during implant likely infolding (stent mal-apposition) was observed along the centerline of the bifurcate, from the top of the fabric down to the flow divider. After ballooning was performed final angiogram showed no clear endoleak, stent graft patency, as well as the previous infolding observed along the centerline of the bifurcate aortic body. Images during deployment of the bifurcate were not seen, and only a single image orientation (a-p) was seen in the returned films. Review of CT¿s and 3d reconstruction images from 6 months post-implant confirmed stent graft radial infolding of the bifurcate aortic body from proximal fabric and extending to the flow divider, along the anterior portion of the aortic body. The maximum amount of radial infolding measured ~10mm and no suprarenal stent entanglement was observed. Slight thrombus (~1mm thick) was seen along the ID of the bifurcate aortic body, with no appreciable thrombus observed within the limbs or distal to the devices. The maximum diameter aaa remained at 63mm and no clear endoleak was observed. It appears that bifurcate oversizing, implanting a 32mm bifurcate into a 24 ¿ 27mm proximal neck which contained irregular thrombus which reduced the flow lumen diameter to 21 ¿ 22mm, likely led to the infolding which initially occurred during implant. The cause of the reported type ia endoleak seen via ultrasound could not be determined. No clear endoleak was seen on the angiograms during implant or from the returned CT¿s at 6 months post-implant. It is also possible that the minor thrombus seen along the ID of the bifurcate aortic body was due the stent graft infolding and resulting flow disruption. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment an abdominal aortic aneurysm of unknown size. It was reported that a CT angiogram approximately 6 months post implant showed infolding of the proximal graft with a proximal type I endoleak also seen on an ultrasound scan. It was reported that the CT angiogram didn¿t show the endoleak or aneurysm sac expansion. As per the physician, the cause of the event was unknown. They questioned whether the flow divider of the main body graft had been stitched too high due to a fault with the graft and whether there was a manufacturing issue. No additional clinical sequelae were reported and the patient is being monitored.